Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive in the morning by their spouse with the device alarming. It was noted that the power went out at midnight when the patient was connected to the mobile power unit (mpu). The patient was pronounced deceased at the scene. The log file review noted on 17nov2023 at 2:39:00, no external power events occurred. The pump was running as intended at this time. The pump functioned until 4:51:36 on the controller¿s internal backup battery (ebb). Once the ebb was exhausted of charge, the pump stopped. At some unknown time, one battery was connected, and the pump restarted, but no flow was recorded. The driveline was disconnected during this period. The death is reported under the pump, related MFR: 2916596-2023-08236 related MFR: 2916596-2023-08237.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of relevant data ((B)(6) 2023 ¿ ((B)(6) 2023, and on the timestamp of (B)(6) 2000 from 00:00:00 ¿ 01:18:32 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2023 at 02:39:00 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power. After continued use, the backup battery also became fully depleted resulting in the pump stopping on (B)(6) 2023 at 04:51:36 and the system controller powering off on (B)(6) 2023 at 04:51:41. After reconnecting the system controller to power, the pump ramped up to the set speed without any issues. Due to the system controller powering off, the exact duration of the pump stop event could not be determined from this log file. The system controller was not returned for analysis. The reported event was determined to be due to the backup battery becoming depleted while supporting the system during a loss of external power; however, the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.